Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was not reported. The customer reported that the screen would go black and white repeatedly. The customer also reported an insulin pump error. Troubleshooting was not provided. Nothing was fixed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to confirm pump error alarm and perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. (B)(4).